Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 3/28/2024. The results are below: the event log was reviewed, and it was confirmed that the pump experienced an abrupt power off during an infusion. A 20 ml infusion was started, and the pump powered off without any alert or alarm 3 hours into the infusion. This is seen on line 110. There is a log_event_on without a log_event_off before it. The pump powered off immediately once a 20 ml infusion was started. A new battery was put into the pump, battery reset was completed, and a new 20 ml infusion ran until infusion complete without another abrupt power off taking place. The root cause is a depleted battery. Functional testing did confirm the reported condition and was duplicated during testing. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
Two corrections were made to section g in order to further explain when the pump was received by the manufacturer: section g2: distributor/importer and company representative were both added. Section g3: 03/05/2024 entered as receival date.